Event description:
It was reported that the issue with the infusion set coming apart adhesive stayed on body and clear part with cannula came out. Patient noticed a bent cannula at time of inspecting infusion site. The tubing was disconnected from the infusion site. There was patient involvement but no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.